Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-70, serial/lot: (B)(4) / 21403344, description: linear 3-4 lead 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records and the sterilization documentation for the devices will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced an infection around the leads. The physician assessed that the infection severity was minor and the patient had symptoms of swelling. The infection was located in the middle of the patient's back, however, no culture was taken. The patient underwent an explant procedure to remove and replace the leads. The explanted products were discarded after surgery. The patient was doing well post-operatively and the patients symptoms were resolved.